Manufacturer narrative:
Additional information has been requested regarding the cause of death; as of the date of this report, medtronic has not received additional information or the device. Without the return of the valve for analysis, a root cause cannot be determined. However, based on a review of the device history record for this valve, there were no non-conformances identified in manufacturing and sterilization (raw materials, manufacturing time period, packaging and labeling, or the sterilization process) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. A supplemental report will be filed if additional information is received or if the device is returned for analysis.

Event description:
Medtronic received information that two years post implant of this bioprosthetic valve, the patient died. The cause of death was not received. It was reported that at the 12 month transthoracic echocardiogram (tte), the mean aortic valve gradient (mgv2) by cw doppler was 71.7 mmhg and the maximum aortic valve velocity (v2) by cw doppler was 5.3 m/sec. There were no tte¿s provided between the 12 month tte and patient death to further assess the aortic stenosis. No additional information was received.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that 13 months post-implant, an echocardiogram indicated an aortic velocity of 5.2m/s and a mean gradient of 68 mmhg. In the physician's opinion, the high gradients were due to a psoriasis flare-up. (B)(4).